Event description:
Duraseal used to seal dura. Immediate nerve reaction noted. Duraseal removed and wound irrigated. Post surgery, patient has weakness but present facial nerve function on left side. Good orbicularis oculi function with good eye closure.